Manufacturer narrative:
The device was in use at the time of the event. The patient was under observation by a respiratory therapist when the disconnection occurred. There was no report of patient or user harm/impact and no medical intervention was required.

Event description:
It was reported to philips that a patient was recently on the v60 and the circuit disconnected with the filter attached with no alarms from the v60. There was no patient injury or harm. The device was in use at the time of the event. The patient was under observation by a respiratory therapist when the disconnection occurred. There was no report of patient or user harm/impact and no medical intervention was required. The customer received assistance from a philips clinical specialist from hospital respiratory care department. The customer stated that they were using a filter dep circuit, and adding another bacteria filter between the mask and circuit to protect the clinicians. The philips clinical specialist recommended to the customer to set the alarm thresholds tighter/closer, especially the hip and lip around the peak inspiratory pressure (pip) and high tidal volume alarm closer prior to placing the bacteria filter at the mask. A good faith effort was made and the customer stated that the recommendations received from the philips clinical specialist were followed; setting alarm threshold tighter if there is a need to use a filter at the mask. In addition, the customer acquired circuits with a bacterial filter at the exhalation port avoiding the use a filter at the mask altogether. The respiratory therapist removed the filter as a part of trouble shooting and the issue was resolved. The device was not removed from service and did not need repairs.